Event description:
In 2004- a dental implant was placed in tooth location #29. Subsequently, the pt was experiencing paresthesia in the lower jaw and lip area. In 2004 - the implant was removed. In 03/05 - the clinician was contacted. He stated "the pt numbness subsided in the lower jaw area, but continues to have some numbness in the mandibular lip". The implant will be replaced at a later date.